Manufacturer narrative:
H10: the device and two photographs of the sample were received for evaluation. The device was received only partially filled with a solution. Unaided eye visual inspection was performed on the device, and no particulate matter could be observed in the fluid pathway of the container. Visual inspection with magnification was performed on the device, and no particulate matter could be observed. The photographs were reviewed and a white irregularly shaped polymeric appearing particle was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle contamination was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.